Event description:
Additional information received noted that the patient was seen in the doctor's office. Impedences were good. They made some changes to programming and the patient stated that it was better.

Event description:
It was reported that there were stimulation/therapy issues involving intermittent stimulation and shocking/jolting sensation. The patient had been in a fight and was arrested by police. The patient was punched and his arm was broken. After this event the patient's stimulation had not worked the same. The stimulator felt like it intermittently sent uncomfortable shocks down the patient's legs. Action not taken yet, but planned. The manufacturer's representative was meeting with the patient on (B)(6) 2012, to diagnose possible issues. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID (B)(4), lot# n0050988, serial#, implanted: (B)(6) 2006, explanted:, product typ: lead. Product ID (B)(4), lot# v003860, serial#, implanted: (B)(6) 2006, explanted:, product typ: lead. Product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2006, explanted:, product typ: recharger. Product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2006, explanted:, product typ: programmer. Patient product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2006, explanted:, product typ: extension. Product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2006, explanted:, product typ: extension. (B)(4).